Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Enduser advised unit runs for about a minute or two and then shuts down with error code 3 and 4 with no alarms.